Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010: the patient presented with cervical spondylosis, multi-level, greatest at c5-6 and c6-7 with residual possible pseudo-a rthrosis at c6-7. The patient underwent the following procedures: smith-robinson anterior cervical discectomy revision, excision of posterior ligament and revision discectomy, c6-7. Smith-robinson anterior cervical inter-body fusion with rh-bmp-2, autograft, platelet-rich-plasma matrix c6-7. Implantation of peek interbody screw cage fixation, c6-7. Anterior titanium plate fixation, c6-7. Removal of previous interbody cage fixation at c6-7 and removal of previous c5, c6 and c7 plate and screw fixation. Somatosensory evoked potential and monitoring. As per-op notes, "...after preparing the space for the interbody peek cage, packing it with rh-bmp-2 prepared per the manufacturer's specification on a collagen sponge into the cage, it was distracted gently into place after descending it out a bit and then the locking screws were put with fairly good fixation. Next, a small plate was added after removing the previous plate and at c6 level, drilling, taping and placing and locking the with a locking mechanism was applied." No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.